Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The iipv event was confirmed through an event history log review. The cause was a use error; as the tidal total ultra-filtration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A labeling review for the product family will be performed. If additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle six. The patient's ultrafiltration reading was 1664ml, indicating the home patient (hp) drained 1539ml more than their maximum programmed fill volume of 2500ml. No additional information is available.